Event description:
It was reported by an attorneys office, that the patient who has a st. Jude medical recalled lead, lost consciousness and was in a car accident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was tested on the bench and was found to be normal.